Event description:
It was reported that therapy was delayed due to undersensing the beginning of the arrhythmia. The arrhythmia was undersensed because of pseudo pseudo fusion. Programming changes were suggested. The physician has been trying to do a pvc ablation for the patient but patient refuses. It was later noted that the patient did not present to the clinic for programming changes. Patient has not been rescheduled. Patient condition was stable.